Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being used to close the uterus during a laparoscopic hysterectomy procedure, the device was difficult to toggle and a part of the needle broke in the patient. The surgeon looked for about 10 minutes, but was not able to find the needle. They decided to finish the surgery and close-up the patient. After the surgery, they performed an x-ray to try to identify the needle and they were able to locate it. An explorative laparoscopic procedure was done to correct the issue and they were able to retrieve the needle from the patient.